Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the staff had multiple helium loss alarms occurred on (B)(6) 2022. "There is no blood in the driveline. The patient was placed on the iabp on (B)(6) and then sent to or for ohs. The patient was admitted to the hvicu and decompensated and was also placed on va ECMO on (B)(6). The iab volume was decreased to 37cc at some point after ECMO started to ensure aug and bpwp within 25mmhg. (B)(6) 2357 - (B)(6) 0020 est the patient had multiple helium loss 2(3) alarms and one high baseline alarm. There were no alarms between then and today's occurrence. No blood has been reported in the driveline at any time." As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the staff had multiple helium loss alarms occurred on (B)(6) 2022. "There is no blood in the driveline. The patient was placed on the iabp on (B)(6) 2022 and then sent to or for ohs. The patient was admitted to the hvicu and decompensated and was also placed on va ECMO on (B)(6) 2022. The iab volume was decreased to 37cc at some point after ECMO started to ensure aug and bpwp within 25mmhg. 4/8 2357 - 4/9 0020 est the patient had multiple helium loss 2(3) alarms and one high baseline alarm. There were no alarms between then and today's occurrence. No blood has been reported in the driveline at any time." As a result, a new iab was used. There was no report of patient complications, serious injury or death.